Manufacturer narrative:
Concomitant medical products: product ID: 97740. Serial# (B)(4), product type: programmer, patient. Product ID: 97754. Serial# (B)(4), product type: recharger. Product ID: 977a260. Serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) had moved. The patient did have a follow up appointment with their doctor. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.